Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the hospital staff attached this c1 to the patient around 02:00 on (B)(6) and started using it in asv mode. However, around noon on the (B)(6), he noticed that the dynamic rung on the screen was not moving at all. Ventilatory activity continued and he checked the monitor and found that the numeric information such as airway resistance and compliance were updating correctly. Replacement of ventilator no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff attached this c1 to the patient around 02:00 on april 1 and started using it in asv mode. However, around noon on the 1st, he noticed that the dynamic rung on the screen was not moving at all. Ventilatory activity continued and he checked the monitor and found that the numeric information such as airway resistance and compliance were updating correctly. Replacement of ventilator no health consequences or impact.